Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log file; however, it was not reproduced. Data from the reported event date of (B)(6) 2024 in the submitted controller event log file was reviewed. Throughout the entire log file, the driveline comm fault alarm was active due to a com_a_fault. The onset of the alarm was not captured due to events being overwritten. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the downloaded controller event log file spanned approximately 3 hours ((B)(6) 2024 from 10:33:06 ¿ 13:47:44 and (B)(6) 2024 per time stamp). The data captured on (B)(6) 2024 was recorded by abbott while downloading the log files for review. This log showed the continuation of the driveline comm fault alarm until the driveline was disconnected on (B)(6) 2024 at 13:45:27 for a controller exchange. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a communication fault alarm. Log files were submitted for review and captured driveline communication a faults on (B)(6) 2024. The system controller and modular cable were exchanged, and that resolved the fault. Rescue tape was applied to damage on the driveline.